Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll bns had a scale marking issue. The following information was provided by the initial reporter: ¿pieces were rubbed with a thumb & the gradient lines & print came off." Item#: 309648. Lot 214838 ¿ vendor lot 3165198.

Manufacturer narrative:
(B)(4) - follow up MDR for device evaluation. Six samples of 1ml luer-lok syringes were received by bd. A quality engineer was able to review the samples from lot #3165198 regarding item #309648. All six samples were received loose and visually evaluated and tested for ink permanency. No print defects were observed, all samples were acceptable per product specification. The reported defect was not identified in the samples received. Therefore, no corrective action is required at this time. A device history record review was completed for provided batch number 3165198 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.

Event description:
No additional information.